Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient felt like ins was not working for them for months. The caller stated that they made an appointment with the patient's urologist today, who advised the patient to turn the therapy off, then turn it back on after a couple of days. Agent did not ask about the circumstances that led to the reported issue. During the call, agent reviewed how to use the 3037 programmer and the caller discovered that the therapy was already turned off. The caller thought the patient might have turned therapy off without realizing it. The patient was able to successfully turn therapy on, but they indicated that the stimulation was uncomfortable so they decreased it to a level that was comfortable. Agent advised the caller to have the patient monitor their symptoms and follow up with their managing healthcare provider as needed.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.